Manufacturer narrative:
Analysis results: the charger was sent to the vendor for further investigation. No functional failure was found with the device. Evidence of the outlet short and arc was confirmed however, the burned trace marks do not appear to come from the charger itself.

Manufacturer narrative:
The event date is approximate. The sonicare charger is an accessory to the protectiveclean power toothbrush system.

Event description:
A consumer reported that the charger for their protectiveclean power toothbrush caught on fire resulting in property damage. No injuries were reported.

Manufacturer narrative:
The model and serial number of the charger were not provided. Analysis results: product was not returned to confirm a malfunction has occurred.

Manufacturer narrative:
Serial number identified during analysis. Consumer address identified device manufacture date identified during analysis. Analysis results: the root cause of the customer's complaint is an outlet short/arc.